Event description:
It was reported that the anchor broke during use.

Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor is bent and is missing all of its threads on one side. The broken threads were not returned. The area of the breakage is burnished indicative of contact with the cortical layer of bone. Due to the anchors condition dimensional assessment is prohibitive. The condition of the anchor indicates axial alignment was not maintained during insertion. Per the device IFU ¿establish axial alignment of the suture anchor to the insertion site. While supporting the insertion site, rotate the anchor clockwise into the site. Continue to rotate the anchor until the horizontal laser mark is flush with the bone surface¿. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.